Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 307 mg/dl and an insulin injection was used to address the bg level. During troubleshooting with tandem technical support, the customer received a cartridge alarm 19. The customer changed all of the supplies on the pump.